Event description:
The reporter stated that they had an inmate in the (B)(6). They were attempting to put restraints on him and he was being aggressive. They struggled with him to get the four point restraints on him, they got both wrists and an ankle restrained. When they went to put on the last restraint on his ankle he bucked so hard that it broke the restraint strap that goes around the bed frame close to the rivet. They managed to restrain him with no injury to him or the personnel.

Manufacturer narrative:
(B)(4). Product has been requested to be returned but has not been received. Posey application instructions for use state that it is a contraindication to use this product on a pt who is or becomes highly aggressive or combative. (B)(4).